Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure using rhbmp-2/acs at multiple levels (l3-s1). Post-operatively the patient had significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006: patient got admitted with lumbar radiculopathy as pre-operative diagnosis. Patient underwent the following procedures: l3-s1 laminectomy, foraminotomy, l4-s1 interbody fusion, l3-s1 lateral arthrodesis; with the help of hardware instrumentation, local bone graft, allograft and bone morphogenic protein.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.